Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touchscreen became progressively less responsive and ultimately froze during a cartridge and infusion set change, leading to device replacement and return of the original for evaluation. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included temporary discontinuation of the ilet and use of alternative insulin therapy until the replacement arrived. Investigation included customer service troubleshooting and retrieval of the device for analysis. Investigation of this device revealed a device malfunction consistent with a nonresponsive touchscreen affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display or touch interface.